Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0, serial number: (B)(4)/model #: 142 /expiration date: 2018-10-31, (B)(4). Yes, return date: 2018-03-22, no, device evaluation anticipated, but not yet begun. Mfg date: 2017-10-31, (B)(4).if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the data port pin was disfigured on the controller and prevented the monitor from docking. It was noted that there was a data transfer error. It was also reported that the power port pin was disfigured on a second controller and prevented the battery source or ac adapter from docking. The controllers were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two controllers (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the controller (B)(4) revealed bent pins in the serial port connector. The bent pins did not allow the data cable or the alarm silence adapter to properly connect to the controller, thus preventing download of the controller data. As a result, the reported "data port pin was disfigured" and data transfer error events were confirmed. The log files were successfully downloaded following realignment of the bent pins. Failure analysis of the controller (B)(4) revealed a bent pin within power port two (2) of the controller. The bent pin did not allow a battery to properly connect to the controller. As a result, the "power port pin was disfigured" event was confirmed. The most likely root cause of the reported data transfer error can be attributed to bent pins in the serial port connector, likely due to a forced or improper connection. The most likely root cause of the bent pins in the power port connector can be attributed to a misalignment between the power port and battery output connector. Additional products: (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.